Manufacturer narrative:
There was no reported injury or death at the time of this report. (B)(4).

Event description:
Customer is reporting inconsistent results between kit lots. Technical support (ts) reviewed raw data and found: multiple discrepant calls, high background, variable between the samples, no negative controls (ntc) were being run. This was discussed with molecular applications specialist (mas) and it was suggested to run samples in order below: ntc, negative extraction control (nec), positive control, ntc, nec, ntc, nec, ntc and advised to switch over to drive fluid plus. Customer sent support utility files (suf) for both magpix units and a previous run with ntc and nec which were clean. This was also run using the new kit in question. It was concluded that kit issues can be ruled out. Ts reviewed the suf for both units and found chambers were clean. No major errors reported.